Event description:
On august 25, 2024, senseonics was made aware of an event where the user experienced a hyperglycemia event with no alert from the system due to sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported experiencing hyperglycemic event on (B)(6)2024 at 10:30 am. The user mentioned that the bg at the time was 410 mg/dl, while the system was showing that the glucose level was stable. A review of the data management system (dms) data revealed that the sg value at 10:27 am was 79 mg/dl and no bg value was entered. The user didn't receive high glucose alerts at the reported time as the sg never went above the high alert threshold. The issue happened when user was at hcp location. The hcp gave a treatment plan for the user to take 5 units of insulin every time she eats and to take 50 units of insulin before bed each night. In an associated case for the user's complaint about sensor inaccuracy, initial review of the system revealed that the user was entering estimated values provided by the app as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. The user understood the advice and started entering true fingerstick values while calibrating the system. An additional review of the system after the event revealed that sg values were in good agreement with bg values entered, trends well, with occasional differences due to lag and calibrations entered during periods of rapid change in glucose. The user did not report any additional inaccuracies since this event. B4. Date of this report 22 november 2024. G3. Date received by the manufacturer? 22 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.